Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) were noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed; however, the issue persisted. The patient will continue to be monitored. There were no patient symptoms reported.